Event description:
It was reported that the patient experienced symptoms due to oversensing on the right ventricular (rv) lead. The lead also had high thresholds and possible insulation issues. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d274drg ICD implanted: (B)(6) 2011. (B)(4).